Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer was jammed. The field service engineer (fse) found that the main full height drawer 6 was not opening due to a missing magnet. The fse replaced the inseparable magnet latch and proceeded to test the drawer using the hardware test application. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a jammed drawer and did not recover. The customer reported that there was a delay in patient care there were no adverse events or injuries reported based on this event.